Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and deflation. Exchange from textured to smooth implant due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 10/31/2008. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Deflation: observed one opening on posterior side assessed as an unidentified (tear) opening (shell thickness was within specification) and one opening on anterior side assessed as fold flaw opening. Additional observations: yellow particles observed inner the surface of the shell. Creases were observed. Wear abrasion observed on the surface of the shell. Broken on plug strap assessed as unidentified (tear) opening. Non-penetrating nicks observed.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and deflation. Exchange from textured to smooth implant due to the patient's concern with the product. Device has been explanted.